Event description:
Caregiver in an assistant living a facility was attempting to lift a pt from the bed to a wheelchair when the lift tipped over on the pt resulting in a fractured femur. The facility stated the lift malfunctioned when if failed to lock into position. .